Event description:
The patient's mother contacted animas alleging no power to the pump. The reporter claimed the patient woke up to a blank screen on the morning of (B)(6) 2012. At the time of troubleshooting, the patient's mother stated they inserted 2 new batteries; however, the pump would still not power on. The reporter denied trauma to the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4): a review of the black box from (B)(4) 2012 showed no evidence of power issues. The pump powered on with audible tones and a blank display screen. Investigation revealed visible cracks on the bottom of the display screen. The pump was exercised for 24 hours using a test display with no power issues occurring. Unrelated to the complaint, investigation revealed that the keypad was lifted at the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.